Event description:
Information received does not address the patient's clinical status but notes that atrial capture was irregular and had increased from .5 v at implant to 3.5 v the afternoon of implant. When the device began to pace, several premature atrial contractions (pac) were observed. The af suppression was enabled and the pac's activated the algorithm to go to the maximum sensor rate of 135 ppm. The af suppression was turned off and the atrial voltage was increased to 5.0 v.